Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and cracked the bur guard. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and cracked the bur guard. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed by the technician and engineer through disassembly and visual inspection. Through visual inspection, the bearings were damaged.